Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient did not received therapy during the oversensing. Technical suggested reprogramming however were not done as they will be discussed with the physician. The low frequency attenuation filter was programmed on. The device was reprogrammed successfully, the patient was asymptomatic and showed no symptoms after the changes were made.